Manufacturer narrative:
(B)(4). Customer returned insulin pump for unspecified cosmetic damage found on (B)(6) 2021. Insulin pump received with blank flashing white display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank flashing white display. Insulin pump was cut open to perform visual inspection and found cracked lcd controller. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: battery tube threads - cracked, cracked lcd window, cracked keypad overlay, missing display window/cover, torn keypad overlay, and pillowing keypad overlay. Blank flashing white display and partial display due to cracked lcd controller. Cosmetic damage on the pump confirmed. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had hardware damage. No harm requiring medical intervention was reported. The device will be returned for analysis.